Event description:
It was additionally reported that the cause of death was end stage heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia, end stage heart failure and subsequent patient outcome could not be conclusively established through this evaluation. Furthermore, an analysis of the submitted log file confirmed an initial driveline disconnection event which resulted in a pump stop; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The submitted log file contains events from 27dec2022 through 30may2023, per the timestamps. On 30may2023, a complete loss of power to the system controller was observed, consistent with a full depletion of both the external and backup batteries (refer to system controller investigation). The events resulted in the pump stopping until external power was restored to the system controller at an unknown time as the clock was set to the default timestamp of 01jan2001, per design. The pump appeared to function as intended prior to the pump stop and restarted without issue when power was restored to the system controller. Approximately 9 minutes later, the driveline was briefly disconnected and reconnected. A specific cause for the brief disconnection could not be determined. The driveline was then ultimately disconnected 20 minutes later, which appeared to be consistent with the termination of support following the patient¿s expiration. Multiple requests for additional information regarding the reported events and the return of the product were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also lists arrhythmia as a potential late postimplant complication. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. These sections also state that the pump will stop if the driveline disconnects from the system controller. If the driveline disconnects from the controller, it should be promptly reconnected to resume pump operation. Section 2 of the IFU and section 2 of the patient handbook also provide instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ sections 2, 3 and 4 of the patient handbook states that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping; otherwise, the alarms may not be heard. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4 - patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency room and stated that their batteries were depleted but the left ventricular assist device (lvad) did not alarm. The patient was transferred to the intensive care unit (ICU) while in ventricular tachycardia and stopped breathing. The lvad pump stopped working and the batteries were depleted. The patient passed away due to end stage heart failure. The log files review found low voltage alarms while on wall power, as well as low voltage advisories on (B)(6) 2023, while on batteries. The battery power ran out, the backup battery was enabled, the backup battery depleted, and the lvad shut off. The clock reset when the pump turned back on so it is unknown exactly how long the pump was off. About 9 minutes after the pump turned back on, the driveline was disconnected. The driveline was disconnected again 20 minutes later. Related regulatory reference report MFR # 2916596-2023-03518.